Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Additional 510(k) number: k101880.

Event description:
It was reported that implant was removed due to implant fracture at tooth location 30.

Manufacturer narrative:
One tapered screw-vent implant (tsvtwb11) and one unknown zimmer abutment fragment were returned for investigation. Visual evaluation of the as returned products identified minor fracture at the platform and fragment of the abutment hex in the implant drive feature. Additionally, there was blood/bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the devices and event. Pre-existing conditions noted on the per were low bone density type iii and good oral hygiene. The reported devices had been placed on tooth # 30 for approximately 5 years. X-ray/picture image was not provided. DHR review for the lot: (63199347) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot: (63199347) for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, implant malfunction has occurred and the reported event was confirmed. Additionally, an unreported malfunction was identified as fragment of an unknown abutment hex was identified in the implant drive feature and is considered not reportable due to FDA malfunction variance e1998009. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is long term improper loading the device had been placed for approximately 5 years. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.